Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-jun-2023 the stopcock valve was completely separated from the hose connected to the hub. This returned condition was assessed as MDR reportable for a side port broken issue. The awareness date for this reportable lab finding was 26-jun-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection revealed that the stopcock valve was completely separated from the hose connected to the hub. Additionally, the brim cap and hemostatic valve were inspected and no damage or anomalies were observed. The physical damage observed on the stopcock valve suggests that excessive force or manipulation was applied; however, this can not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed since the stopcock valve was found separated from the sheath. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. The hemostatic valve and the stop cock were discovered to be completely separated from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The issue was noticed upon opening the packaging. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed without further issues. Additional information was received. The section observed with the issue was the hemostatic valve. It was totally separated. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap/hub became detached from the sheath. No picture available. The issue was noticed upon opening the sheath and flush preparation. The issue was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
Clarification was requested as the alert date reported was 22-may-2023; however, the event date and received date reported was 23-may-2023. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).